Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2007 the patient had their right implantable neurostimulator (ins) placed. The reporter stated it was unknown if this was the lead and their operation notes just said "stimulator." The reporter further stated the patient had multiple revisions done at outside hospitals. Additional information was requested, but was not available as of the date of this report.